Event description:
The biomedical engineer (bme) reported that the 23" display for the central nurse's station (cns) went down and that the power brick for the touchscreen was also dead. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the 23" display for the central nurse's station (cns) went down and that the power brick for the touchscreen was also dead. Nihon kohden technical support (ts) provided the customer with the part number for a replacement power brick. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer was able to isolate their display issue to the power brick, used to power the monitor. As such, the power brick failure was likely a result of hardware failure. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. No trends can be identified related to the reported issue. A serial number review of the reported device does not reveal additional related complaints. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 b6 - b7 d10 attempt #1 08/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 08/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Power brick manufactured by elo part number: e583582 additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the 23" display for the central nurse's station (cns) went down and that the power brick for the touchscreen was dead and does not put out any voltage. They needed to replace the defective power brick. Nihon kohden technical support (tech support) provided customer with part number for replacement. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Power brick manufactured by elo part number: e583582.

Event description:
The biomedical engineer (bme) reported that the 23" display for the central nurse's station (cns) went down and that the power brick for the touchscreen was dead and does not put out any voltage. They needed to replace the defective power brick. Nihon kohden technical support (tech support) provided customer with part number for replacement. No patient harm was reported.